Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump rejects new batteries, discoloration of screen corner, scratches from the top to bottom, insulin pump squirt insulin time they change sites. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).